Event description:
I have been using the fisher wallace device for depression since (B)(6). After using it for a week I started twitching around my nose. It got worse every day. I am using setting #2. I don't think anything less would be making a difference. I also did not see any benefits after approximately 3 weeks of use. I'd like to return the device. Please let me know the process.